Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 440 mg/dl. The customer has treated their blood glucose with the insulin pump. It was also found the customer had no delivery alarms during bolus deliveries. Customer was unable to troubleshoot for the no delivery alarms because it was a past event. Customer declined to return their products for analysis. No additional information provided.